Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This serves as a correction report. Section h10 (additional mfg narrative) & h4 (device mfg date) were incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message on the sensor and experienced weakness, confusion, and thirsty. The customer's grandma, who is a nurse obtained a blood glucose reading of 26.3 mmol/l and provided unspecified dose of insulin for the diagnosis of hyperglycemia. The customer was then able to drink lots of water on their own. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message on the sensor and experienced weakness, confusion, and thirsty. The customer's grandma, who is a nurse obtained a blood glucose reading of 26.3 mmol/l and provided unspecified dose of insulin for the diagnosis of hyperglycemia. The customer was then able to drink lots of water on their own. No further information was reported. There was no report of death or permanent injury associated with this event.